Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), alopecia ("hair loss"), weight increased ("weight gain") and migraine ("migraine,"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered alopecia, fatigue, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), alopecia ("hair loss") and migraine ("migraine,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered alopecia, fatigue, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, she thought he was removing my tubes to remove essure. He attempted to pull out the coils instead and they broke and left pieces inside me'), device expulsion ('my right coil inside my uterus, closer to "normal" position/ my left coil sticking too far into my uterus'), pelvic pain ('pain. On right side " pinching" sensation / lower pelvic pain'), anal fissure excision ('anal fissure times 2/surgery (other) type of surgery: anal fissure surgery):: x 2') and autoimmune disorder ('autoimmune disorder') in a 26-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, miscarriage, gestational diabetes, fetal demise, gerd, polycystic ovarian syndrome and dysfunctional uterine bleeding. Concurrent conditions included allergic reaction. Concomitant products included ibuprofen, minerals nos;vitamins nos (prenatal vitamins), norethisterone (micronor) and propranolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fatigue ("fatigue/ my body is exhausted and I am mentally and physically so so so tired"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ sometimes I can go 3 months without an actual period but sometimes I will bleed for months at a time so"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)") and dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain , I have gained well over 60lbs since implanted."). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine,"), mood swings ("hormonal changes describe: intense mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: increased sensitivity to all metals and most materials, nickel allergy, any and all metals became irritants / inability to wear jewelry"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition: extreme bowel issues/ constant diarrhea on going on for years, became unable to eat without having to race bathroom"), diarrhoea ("gastrointestinal or digestive system condition: continuous diarrhea for entire time with essure, which lead to severe anal fissure resulting in 2 more surgeries/ constant diarrhea on going on for years, became unable to eat without having to race bat") and pain ("entire body pain/ pain on right side "pinching" sensation/ body aches"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: difficulty focusing, increased, blurred vision,inability to get eyes to focus"). In (B)(6) 2014, the patient experienced rash ("allergic or hypersensitivity reaction - type: rashes"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), hyperaesthesia teeth ("dental problems: extremely sensitive teeth , root canal and decline in all dental areas"), arthralgia ("joint pain/ I can barely walk as my joints hurt so bad the pain is so intense") with gait disturbance, abdominal pain upper ("stomach pain (gastrointestinal)"), vulvovaginal pain ("vaginal pain"), peripheral swelling ("allergic or hypersensitivity reaction - type: swelling/ last night my legs and feet were painfully swollen/ my tattoos swollen and itchy"), hypoglycaemia ("im severely hypoglycemic"), autoimmune disorder (seriousness criterion medically significant), menstruation delayed ("sometimes I can go 3 months without an actual period but sometimes I will bleed for months at a time so"), abdominal distension ("I will bloat to the point of looking extremely pregnant "), insomnia ("unable to sleep") and procedural pain ("well im out of surgery, the pain is insane") and underwent anal fissure excision (seriousness criterion medically significant). The patient was treated with anal surgery two separate times, colonoscopy and esophagogastroduodenoscopy, surgery ((B)(6) 2017, (B)(6) 2017 surgical removal of coil(s) hysterectomy with bilateral salpingectomy) and root canal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, anal fissure excision, fatigue, alopecia, weight increased, mood swings, anxiety, depression, headache, nausea, hyperaesthesia teeth, dysmenorrhoea, vision blurred, gastrointestinal disorder, female sexual dysfunction, pain, abdominal pain upper, rash, peripheral swelling, hypoglycaemia, autoimmune disorder, menstruation delayed, abdominal distension, insomnia and procedural pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, diarrhoea, arthralgia, vulvovaginal pain and dyspareunia had resolved and the migraine and allergy to metals was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anal fissure excision, anxiety, arthralgia, autoimmune disorder, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hyperaesthesia teeth, hypoglycaemia, insomnia, menorrhagia, menstruation delayed, migraine, mood swings, nausea, pain, pelvic pain, peripheral swelling, procedural pain, rash, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Fluoroscopic findings consistent with bilateral fallopian tube occlusion after essure filament placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received : events added- hypoglycaemia, autoimmune disorder , menstruation delayed, gait disturbance , abdominal distension, insomnia, device expulsion, procedural pain. Event ¿swelling¿ updated to ¿peripheral swelling¿. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, she thought he was removing my tubes to remove essure. He attempted to pull out the coils instead and they broke and left pieces inside me"), pelvic pain ("pain. On right side " pinching" sensation / lower pelvic pain") and anal fissure ("anal fissure times 2") in a 26-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, miscarriage, gestational diabetes, fetal demise, gerd, polycystic ovarian syndrome and dysfunctional uterine bleeding. Concomitant products included ibuprofen and propranolol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine,"), mood swings ("hormonal changes describe: intense mood swings"), headache ("headaches") and diarrhoea ("gastrointestinal or digestive system condition: continuous diarrhea for entire time with essure, which lead to severe anal fissure resulting in 2 more surgeries"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: difficulty focusing, increased, blurred vision"), 6 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: increased sensitivity to all metals and most materials, nickel allergy, any and all metas became irritants / inability to wear jewelry"), rash ("allergic or hypersentivity reaction - type: rashes") and swelling ("allergic or hypersentivity reaction - type: swelling"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anal fissure (seriousness criterion medically significant), nausea ("nausea"), sensitivity of teeth ("dental problems: extremely sensitive teeth , root canal and decline in all dental areas"), gastrointestinal disorder ("gastrointestinal or digestive system condition: extreme bowel issues"), pain ("entire body pain"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain (gastrointestinal)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain , I have gained well over 60lbs since implanted."). The patient was treated with anal surgery two seperate times, colonoscopy and esophagogastroduodenoscopy, surgery ((B)(6) 2017, (B)(6) 2017 surgical removal of coil(s) hysterectomy with bilateral salpingectomy) and root canal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, anal fissure, fatigue, alopecia, weight increased, mood swings, anxiety, depression, headache, nausea, sensitivity of teeth, dysmenorrhoea, vision blurred, gastrointestinal disorder, female sexual dysfunction, pain, abdominal pain upper, rash and swelling outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, diarrhoea, arthralgia, vulvovaginal pain and dyspareunia had resolved and the migraine and allergy to metals was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, sensitivity of teeth, swelling, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Fluoroscopic findings consistent with bilateral fallopian tube occlusion after essure filament placement. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received lot number added. Events " intense mood swings, abnormal bleeding (vaginal, menorrhagia), nickel allergy / increased sensitivity to all metals and most materials, anxiety, depression, headache, nausea, extremely sensitive teeth, device breakage, dysmenorrhea (cramping), difficulty focusing, increased, blurred vision, extreme bowel issues, continuous diarrhea for entire time with essure, apareunia ( inability to have sexual intercourse) , anal fissure 2 times, entire body pain, joint pain, stomach pain, vaginal pain, allergic or hypersentivity reaction - type: rashes, swelling, painful intercourse " were added. Outcome of event " joint pain, constant diarrhea, pelvic pain, vaginal pain, painful intercourse" were updated as recovered. Concomitant medication were added. Lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage, she thought he was removing my tubes to remove essure. He attempted to pull out the coils instead and they broke and left pieces inside me"), pelvic pain ("pain. On right side " pinching" sensation / lower pelvic pain") and anal fissure ("anal fissure times 2") in a 26-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, miscarriage, gestational diabetes, fetal demise, gerd, polycystic ovarian syndrome and dysfunctional uterine bleeding. Concomitant products included ibuprofen and propranolol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine,"), mood swings ("hormonal changes describe: intense mood swings"), headache ("headaches") and diarrhoea ("gastrointestinal or digestive system condition: continuous diarrhea for entire time with essure, which lead to severe anal fissure resulting in 2 more surgeries"). On (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: difficulty focusing, increased, blurred vision"), 6 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: increased sensitivity to all metals and most materials, nickel allergy, any and all metas became irritants / inability to wear jewelry"), rash ("allergic or hypersentivity reaction - type: rashes") and swelling ("allergic or hypersentivity reaction - type: swelling"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anal fissure (seriousness criterion medically significant), nausea ("nausea"), sensitivity of teeth ("dental problems: extremely sensitive teeth , root canal and decline in all dental areas"), gastrointestinal disorder ("gastrointestinal or digestive system condition: extreme bowel issues"), pain ("entire body pain"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain (gastrointestinal)"), vulvovaginal pain ("vaginal pain") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain , I have gained well over 60lbs since implanted."). The patient was treated with anal surgery two seperate times, colonoscopy and esophagogastroduodenoscopy, surgery ((B)(6) 2017, (B)(6) 2017 surgical removal of coil(s) hysterectomy with bilateral salpingectomy) and root canal. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, anal fissure, fatigue, alopecia, weight increased, mood swings, anxiety, depression, headache, nausea, sensitivity of teeth, dysmenorrhoea, vision blurred, gastrointestinal disorder, female sexual dysfunction, pain, abdominal pain upper, rash and swelling outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, diarrhoea, arthralgia, vulvovaginal pain and dyspareunia had resolved and the migraine and allergy to metals was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anal fissure, anxiety, arthralgia, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, sensitivity of teeth, swelling, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Fluoroscopic findings consistent with bilateral fallopian tube occlusion after essure filament placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.